Manufacturer narrative:
Result - shoulder restraint strap.

Event description:
It was reported by service report that the shoulder restraint strap was missing. No pt involvement or adverse consequences are reported.